Event description:
During training, customer reported the autopulse platform (B)(4) displayed a user advisory (ua)07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(4) displayed user advisory (ua)07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell module 1 needs to be replaced to remedy the fault. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(4) displayed user advisory (ua)07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell module 1 needs to be replaced to remedy the fault. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During training, customer reported the autopulse platform (B)(4) displayed a user advisory (ua)07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.